Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a lithotripsy a ncircle tipless stone extractor was used to catch stones when a basket wire broke, and the catheter was found avulsed. Another new type device was used to complete the procedure. No portion of the device was left in the patient. This did not result in prolonged hospitalization or additional procedures. The patient did not experience any adverse effects. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the opened position. The basket catheter was severed 5mm from the male luer lock adapter (mlla) and had been removed from the coil assembly. The mlla was loose, and the collet knob was tight and secure. One of the wires in the basket formation was broken and missing. The proximal end of the missing wire was not visible in the distal cannula. The coil assembly had offset coils. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this lot number. Though the two complaints allege a similar failure mode, there was no evidence to indicate a possible issue with other devices in the lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ncircle tipless stone extractor ntse-045065-udh was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions the following: ¿precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for this issue could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lithotripsy a circle tipless stone extractor was used to catch stones when a basket wire broke and the catheter was found avulsed. Another new type device was used to complete the procedure. No portion of the device was left in the patient. This did not result in prolonged hospitalization or additional procedures. The patient did not experience any adverse effects.